Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) delivery system leaked half of the saline and contrast along the bottom edge of the handle. The leadless ipg was implanted successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: delivery system received only. No anomalies were found. Analyst noted the delivery system passed the flush test with no leaks or anomalies. If information is provided in the future, a supplemental report will be issued.